Event description:
It was reported that the right ventricular lead exhibited noise. There were also several alerts and a polarity switch due to low lead impedance, indicating a possible insulation issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.